Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The customer provided the cds process stating that precleaning was performed immediately after the procedure. Water was aspirated through the instrument/suction channel with a suction pump. There were no abnormalities with the reprocessing accessories. Manual cleaning was performed within an hour after the procedure. The subject device passed the leak test. The detergent solution used was pure enzymatic detergent by boston scientific. The following parts were brushed: instrument/suction/balloon channel, air/water/suction/biopsy valve and the working channel. The automated endoscope reprocessor (aer) used was an oer-pro but it is unknown which was used as the facility has 5 devices. Endo-quick detergent and acecide disinfectant were used. All the channels were connected with tubes when the endoscope was connected to the aer. The device was stored in an endoscope cabinet. Olympus is the maintenance company. There have been changes in the facility¿s reprocessing personnel since the last on-site visit (spring 2023) by an olympus endoscopy support specialist. An olympus endoscopy support specialist was dispatched to the user facility to observe the reprocessing of an evis exera iii gastrointestinal videoscope. There were no deviations from the instructions for use (IFU) noted. There was possible damage to the endoscope channel. The device was returned to olympus for evaluation but the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii gastrointestinal videoscope tested positive for klebsiella, pseudomonas, and stenotrophomonas. The distal tip and working channels detected the contaminates. The subject device was reprocessed after confirmation of a positive culture. Reprocessing took place on (B)(6) 2023. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, device evaluation and the microbial sampling report from the independent laboratory. Prior to the device being evaluated, the device was sent to an independent laboratory for microbial testing. Growth was found on the auxiliary water channel, the instrument/suction channel and the insertion section. Staphylococcus epidermidis was identified on the insertion section. Pseudomonas aeruginosa was identified on the instrument and auxiliary water channels as well as the insertion section. Klebsiella pneumoniae was identified on the instrument/suction channel. A visual inspection on the received condition was performed as an olympus fiberscope was used to verify the condition of the biopsy channel. First, the fiberscope was inserted into the biopsy channel from the opening at the distal end. Upon entry, surface scratches on the wall of biopsy channel were found. The fiberscope was inserted further and found scratches, kinks, and discoloration through the remainder of the biopsy channel. In addition, the distal end was inspected under a microscope and found abnormalities with the glue. The glue around the bending section cover was observed to be deteriorating as pinholes, cracking, peeling were found. There was play on the control knob movement, the distal end plastic cover had a big chip/burn, the objective lens had a large lens and the contact pin on the scope connector was deformed/exposed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation was unable to determine the cause of the scope testing positive: ¿ information provided by the customer or evaluation by the endoscopy support specialist from the onsite visit did not indicate that the scope was not reprocessed in accordance to the instructions for use (IFU). IFU warns on insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ this report will be supplemented if additional information becomes available at a later date. Olympus will continue to monitor the field performance of this device.